Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 252 mg/dl. The customer later called for troubleshooting. Found motor error alarms and other errors in the alarm history. The customer also stated that the insulin pump had been shooting insulin in a stream while performing the manual prime. Advised the customer to revert to a back up plan of manual injections. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.